Manufacturer narrative:
One device was returned for analysis. Review of 12-month service history found device was serviced 09-nov-2025. The event history log was empty, as the internal battery was discharged. Visual and functional testing was performed. Complaint was not duplicated. No device problems were detected. No further action will be taken.

Event description:
It was reported that the device stopped in the middle of the process. It asks to disconnect the cassette. No patient harm was reported.